Event description:
Information received indicates the pump is not pumping.

Manufacturer narrative:
Device was not returned for investigation. This MDR is being sent as part of a retrospective review for reportability.